Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), oversensing, undersensing, and high rate non-sustained episodes. The right atrial (ra) lead also exhibited undersensing. This was noted to be post-aortic valve surgery. Later testing revealed the lead's readings were within limits. The leads remains in use. No patient complications have been reported as a result of this event.